Event description:
It was reported that a clearlink continu-flo solution administration set leaked above the filter. This occurred during patient infusion of herapin via an extracorporeal membrane oxygenation (ECMO) machine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed; there were no signs of leak. However, during priming a leak from the filter was observed. The reported condition was verified. The cause of the condition was due to the material for manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.